Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. This pacemaker was then successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. This pacemaker was then successfully explanted. No additional adverse patient effects were reported.